Event description:
It was reported that an unspecified system error alarm occurred on the homechoice machine during peritoneal dialyses therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a25074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the lot number was updated to ni as it was unknown. Should additional relevant information become available, a supplemental report will be submitted.